Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Analysis was unable to perform functional test or confirm unexpected restart due to unresponsive buttons. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and stained end cap sticker.

Event description:
It was reported via phone call that the insulin pump had several unexpected restart alarms during normal use. The customer blood glucose level was 178 mg/dl. Self test was performed and the insulin pump passed. The insulin pump was returned for analysis.